Event description:
Pt revised for pain. A competitor manufactured skirted femoral head was impinging on the depuy acetabular cup. Polyethylene wear noted on depuy liner.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available, however, it has been reported that the depuy devices were implanted with competitor manufactured products. This use of the depuy devices is not recommended. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.